Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir was coming out of the insulin pump and reservoir lip ring was missing. The customer was assisted with troubleshooting. No harm requiring medical intervention was reported. Customer stated that reservoir unable to lock in place when inserted into insulin pump. The device will not be returned for analysis.